Event description:
Had cervical neck fusion on 2 levels - c4-5 + c5-6. Used roi-c cervical disc from ldr holding. Anchor on implant at c4-5 broke completely off resulting in add'l surgery and constant pain. Broken implant. Had 2nd surgery to stabilize spine. On (B)(6) 2013, pt underwent surgery for c4-5 anterior using 12 mm screws and lanx snowcap plate. The anchoring mechanism used in the first surgery was found to be loose. (B)(4).